Manufacturer narrative:
Customer stated that the brakes are no longer locking. They have been having this issue for the last few days. She said there is a piece that they were told is broken and is unable to be replaced. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated that the brakes are no longer locking. They have been having this issue for the last few days. She said there is a piece that they were told is broken and is unable to be replaced.